Event description:
During case, physician was using straight cryo probe. During use of cryo machine, a very loud pressured pop occurred on the field. The team froze, assessed the field, then realized the cryo probe had burst open at the seam. The machine was immediately turned off. The probe was removed from field, assessed for any missing part/pieces, none missing.